Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2025 prior to the date the manufacturer became aware. Block d6b: explant date: 2025.

Event description:
It was reported that the patient was not receiving adequate pain relief despite multiple program optimization. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned in accordance with facility policy.